Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that an arterial module check failure error message occurred. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.